Manufacturer narrative:
H3: one medfusion pump was received with a counterfeit top case. The event history log was reviewed and there was a primary audible alarm background test error in the history. Start up, multiple flow and occlusion tests were performed. The reported issue was unable to be duplicated. The interconnect board and speaker were replaced as a preventative measure since the parts were over 9 years old.

Event description:
Information was received indicating that medfusion 3500 pump displayed a primary audible alarm background test. There were no adverse events reported.